Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed with an unexpected restart error after every battery change. The device settings would reset after each instance of the alarm. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either. The alarm would occur shortly after inserting a new battery. During troubleshooting a new battery was inserted into the insulin pump and the unexpected restart alarm recurred. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump has to reset time/date and unexpected restart alarm after changing battery due to voltage leak on interface board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and self test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no signal too low alarm noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.